Manufacturer narrative:
Evaluation summary examination of mechanical properties -a hardness test according to rockwell revealed the hardness of the material being within specified parameters. Review of device history record (DHR) -a review of the DHR/inspection records for the slotted hammer revealed no discrepancies. Discrepancies in mfg or material were not found. Investigation revealed no discrepancy in material or mfg. The slotted hammer was significantly damaged by using brute force during removal of the lag screw. Evaluation revealed evidence that the event is not linked to a deficiency in the device but is rather user related.

Event description:
The head of theater reports via our sales rep, that the slotted hammer had sharp edges.